Manufacturer narrative:
This report is to follow up with medwatch# (B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
From medwatch report: "laproscopic total hysterectomy - "blade didn't retract during surgery. No patient harm."

Manufacturer narrative:
This report was mistakenly generated. Applied medical previously submitted a report for this event which was filed under 2027111-2016-00433 (applied medical (B)(4)) on december 7, 2016. This supplemental report is to confirm that 2027111-2016-00492 (applied medical (B)(4)) was erroneously submitted. Please refer to the content within 2027111-2016-00433 (applied medical (B)(4)) for the final report.